Manufacturer narrative:
(B) (4) (lens misloaded): eval results (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the lens misloaded. There was no pt contact. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.